Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
It was reported that while using day aligners, the patient noted the tooth wasshorter and also it did not fit correctly into the aligners but had the same amount of space as before the over correction aligners as well as intrusion for tooth #8..

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.